Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, b3, b5, d10, g2, h5, and h6. A1, b5, d10, h5: information added to these fields were inadvertently not included on the initial and supplemental medwatches. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. According to the information provided: ·it is unknown whether it was confirmed that the tip cover did not come off by pulling or twisting it after attaching it to the scope. ·it is unknown whether it was confirmed that there was no damage to the tip cover after it was attached to the scope. ·it was unknown if any anti-fogging agent was used when the problem occurred. An anti-fogging agent was used occasionally. ·it is unknown whether the fallen cover was recovered. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: ·the anti-fogging agent adhered to the cover and was damaged by a chemical attack, making it easy to remove the cover from the scope. ·because the attachment to the scope was insufficient, the cover became easily detached from the scope. ·by pushing the cover diagonally when attached to the scope, the cover was damaged, making it easy to remove the cover from the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Additional corrected data: h2: follow-up type on supplemental report # was additional information and device evaluated by manufacturer was no. Olympus will continue to monitor for similar complaints.

Event description:
Additional information was received from the customer. No anti-fog agents were applied to the scope lens at the time of the event, but on occasion anti-fog agents were used. The user did not confirm the distal cover was not damaged immediately after attaching the cover to the scope. The user did not confirm that the cover could not be removed by twisting or pulling it after attaching it to the scope. The user did not confirm the collected cover was damaged or not.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An olympus service representative provided the following information: -it was unclear if the user had attached the distal cover to the endoscope and then pulled or twisted the distal cover to see if it could come off. Furthermore, it was unclear whether the distal cover was checked for damage after it was attached to the endoscope. -the user was not using anti-fog when the reported event occurred, but the user was occasionally using anti-fog. -it was also unknown if the distal cover was damaged. Olympus medical systems corp. (Omsc) used the distal cover maj-2315 of lot number h0729 and confirmed that if the distal cover was not damaged and was normally attached to the endoscope, it would not come off the endoscope unless the distal cover was damaged. Omsc was unable to review the device history record due to the unknown distal cover lot number, but no manufacturing issues with the distal cover maj-2315 have been reported so far. The exact cause of the reported event could not be conclusively determined. However, based on the information provided, the distal cover maj-2315 falling off the endoscope may have been caused by the following causes: -the distal cover was damaged by the chemical attack caused by the anti-fog agent adhering, which made it easier for the distal cover to come off the endoscope. -due to insufficient attachment of the distal cover to the endoscope, the distal cover was easily removed from the endoscope. -since the distal cover was damaged by pushing the distal cover diagonally when it was attached to the endoscope, the distal cover was easily removed from the endoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The single use distal cover maj-2315 was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, when the user withdrew the endoscope from the patient, the single use distal cover maj-2315 came off the endoscope and fell into the patient's body. This single use distal cover maj-2315 was used in combination with the olympus duodenal videoscope tjf-q290v with serial number (B)(4). The user completed the procedure with the device. There was no report of patient injury associated with the event.